Event description:
The customer was hospitalized for low bgs. The customer stated that their bgs were low after the infusion set was changed. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. However, the bolus history shows a bolus that the customer had not taken. In addition, the customer stated that they took a bolus and it is not in the history. The pump does not have a backlight and customer had a problem escaping after the manual prime when they changed their infusion set.